Manufacturer narrative:
Patient age reported as "late 50's". (B)(4) (stent, difficulty crossing legion). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, the patient was reported to be near the end of her life and was very sick. The physician was attempting to relieve a bowel obstruction as a palliative measure in lieu of hospice care. While attempting to place the stent in an extremely tortuous and cancer laden area, the catheter kinked and the physician was unable to traverse the stricture either with or without the scope. The physician stated the issue was not device related, but that the patient's anatomy was extremely tough. The procedure was not completed. The following day, on (B)(6), 2010, the patient died. The cause of death was determined to be cancer. The physician stated that he does not believe the failure of the stent to cross the stricture contributed in any way to the patient's death. At this time it is unknown if an autopsy was performed. Multiple attempts to determine if an autopsy was performed and to obtain the results from that autopsy have been unsuccessful to date. If further relevant information becomes available, a supplemental MDR will be filed.